Event description:
The pt received her scs sys on (B)(6) 2011. Post operation, the pt noticed the stimulation had moved. An x-ray was performed. The physician believed the inferior tip of the lead had migrated left. The physician revised the pt's lead on (B)(6) 2011 to suture the lead in two places. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.